Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to the stomach, there was poor staple formation due to a posterior serosa tear. The staple line was formed incompletely at the distal end. Medical or surgical intervention was necessary to prevent a permanent impairment of a function because the staple line was oversewn. No injury was reported as a result of the event. There will be an additional operation performed to correct the issue.